Manufacturer narrative:
Investigation found that there was a black stain on the stent and appeared to be some kind of ink or marker. The stain was cosmetic and had no functional effect to the device, no other anomalies found. Evaluation on the returned device found no evidence indicating any possible operational complications. However, stent migration is a known physiological effect of the procedure noted within the directions for use, therefore the most probable root cause for this event has been identified as anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a c-flex biliary stent was implanted in the common bile duct during a drainage procedure.according to the complainant, after stent implantation, during a procedure performed on (B)(6), 2014, the stent was found to have migrated to the duodenum. The migrated stent was removed and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a c-flex biliary stent was implanted in the common bile duct during a drainage procedure. According to the complainant, after stent implantation, during a procedure performed on (B)(6) 2014, the stent was found to have migrated to the duodenum. The migrated stent was removed and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.